Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3708695, (serial: (B)(6) ); product type: 0191-extension; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an increase in tremor on the left side. The right extension was found to be out of order, and the patient required in-patient hospitalization. Examination confirmed the increase in tremor on the left side, attributed to a lack of right stn stimulation, and surgical observation identified the right extension alteration during incision. The right extension was capped with a shutter, therapy was suspended, and the extension component was subsequently explanted and replaced. The event was assessed as having a causal relationship to both the device and the implant procedure. The outcome was resolved without sequelae.